Event description:
It was reported that a patient underwent an initial left elbow arthroplasty due to a comminuted distal humerus and proximal ulnar fracture with ulnar nerve damage. Subsequently, approximately seven (7) years post-implantation, the patient began to experience a loss of range of motion with the elbow. Diagnostic x-ray images revealed that the components were dislocated and disassociated and the connecting pins were fractured. The patient underwent revision surgery to remove and replace the fractured connection pins. During the revision, metallosis was found with wear on the poly and metal components. The connector components were replaced without complication. All available information has been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: medical product: interchangeable ulnar assembly plasma sprayed extra small left 3 inch length: catalog#32810504301, lot#63106959; interchangeable humeral assembly for cemented use only extra small: catalog#32810502704, lot#63028237. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left elbow arthroplasty. Subsequently, approximately seven (7) years post-implantation, the patient began to experience a loss of range of motion with the elbow. Diagnostic x-ray images revealed that the components were dislocated and the connecting pins were fractured. The patient underwent revision surgery to remove and replace the fractured connection pins. Due diligence is in process for this complaint; to date no further information has been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. Visual examination of the returned product identified the following components of a total elbow system were returned: one outer pin, one inner pin , portions of two humeral bushings, and an ulnar bushing. Damage is seen on all components. The tines of the inner pin have fractured from the main shaft. Device was sent to sem for further analysis: the returned device was reviewed with scanning electron microscopy and eds. All four ¿prongs¿ had fractured off. Higher magnification images of three of these zones showed ductile dimples, suggesting the ductile overload failure mode. One zone, showing a relatively unsmeared region, has faint evidence of possible fatigue striations which suggests this prong may have fractured from the fatigue failure mode. Semi-quantitative elemental analysis found the pin material to be consistent with ti-6al-4v titanium alloy. Note that carbon and oxygen were de-convoluted (removed) for the composition calculation. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient has been pain and symptom free with excellent mobility, presents with fracture of the locking bolt and dislocation/disassociation of components. Massive metallosis noted within the joint capsule. ¿small broken spring parts¿ and inlay wear noted, abrasions on the metal components. New hinge kit placed, no intraop complications reported. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the frontal view demonstrates metallic pin which is detached from the arthroplasty and resides within the soft tissues medial to the elbow. Some clips are also present in this region. The frontal view demonstrates the ring-like hardware component of the ulnar hardware appearing subluxed anterior to the humeral component. This ulnar component likely contained the displaced pin. Likely chronic fractured olecranon component. Abnormal alignment related to implant assembly described on the reviewer assessment form. Overall fit and bone quality appear normal. No signs of loosening, wear, or any other contributing factors besides the implant disassociation. Root cause was unable to be determined. The reported event is confirmed through medical records, x-rays, and product return. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Event description:
It was reported that a patient underwent an initial left elbow arthroplasty. Subsequently, approximately seven (7) years post-implantation, the patient presented to the clinic concerning issues with the prosthesis. Diagnostic x-ray images revealed that the components were dislocated and the connecting pins were fractured. The patient underwent revision surgery to remove and replace the fractured connection pins. Due diligence is in process for this complaint. To date no further information has been reported.

Manufacturer narrative:
(B)(4). Patient was born in 1944. Exact implant date is unknown but occurred in 2016. Unknown humeral component: catalog#ni, lot#ni; unknown ulnar component: catalog#ni, lot#ni. Foreign: germany. Customer has indicated that the product is in process of being returned to zimmer biomet for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted. H3 other text : see h10 narrative.